Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. . Note: full date of event was not provided, only "(B)(6) 2017", as such, date of event was populated with (B)(6) 2017. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered acute pancreatitis due to suspected thrombosis which occurred after the 2nd ablation session. A complaint was found in abken's abstract, page -177 ¿1 case of acute pancreatitis that occurred the day after radiofrequency catheter ablation for paroxysmal atrial fibrillation.¿ statement that acute pancreatitis due to suspected thrombosis occurred after the 2nd session of paf. This event occurred in september 2017. Additional information received indicated the symptoms remitted and the patient was discharged from the hospital. After the operation, the patient developed symptoms the following morning, and the pancreatitis improved with fasting, transfusion, proteolytic enzyme inhibitor, ppi, and antibiotics. The patient was discharged on hospital day 30. After that, there were no particular problems such as recurrence of pancreatitis. Patient¿s outcome from the adverse event was reported as fully recovered and no relapse was observed. The causal relationship with the product was considered to be low. Thrombocytosis was also present in the patient and the patient originally had thrombocytosis before the procedure. The title and the author of the abstract/ article: ¿ statement that acute pancreatitis due to suspected thrombosis occurred after the 2nd session of paf.¿ presented at open meeting of catheter ablation committee 2021, by japanese heart rhythm society. The physician/customer¿s opinion regarding the causality of adverse event was that they did not mention the event occurred due to the use of the carto system. There was no evidence of a device malfunction. This event will conservatively be reported as the physician states the patient suffered acute pancreatitis due to suspected thrombosis after a 2nd ablation procedure. It was also reported the event did not result in the impairment of a body function or damage to a body structure.